Event description:
A filter did not appear to open completely following deployment via a jugular approach and migrated to a renal vein. Another filter was successfully placed without patient complications. The patient's condition is good. However, follow up revealed the filter was inadvertantly deployed in an ancillary vein off the inferior vena cava. No malfunction of the device or migration occurred. This device remains implanted. Therefore, no failure analysis is available. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."